Event description:
It was reported scs system was unable to provide effective therapy and diagnostics indicated high impedances and unable to enter MRI mode. As such, surgical intervention may be undertaken at a later time to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the leads were explanted and replaced.